Manufacturer narrative:
(B)(4) labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction issue occurred. The wearable was inserted into the arm on (B)(6) 2025. The patient experienced a skin reaction that began nine days (B)(6) 2025) after insertion of the sensor into the arm. Prior to insertion, the application site was cleansed with alcohol. The patient subsequently developed symptoms including redness, rash, small bumps, swelling, and a localized infection beneath the sensor patch. On (B)(6) 2025, the patient sought medical attention and was prescribed an oral antibiotic (zithromax; unspecified dosage, once daily for five days). At the time of this report, the patient¿s symptoms were beginning to resolve. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.